Manufacturer narrative:
Device passed displacement test. However, device alarmed compromised force sensor system during basic occlusion due to slightly loose drive support disk. Device received missing end cap sticker. Device received with cracked case at reservoir tube window corners and battery tube threads. Device received with broken belt clip slot. Device received with minor scratches on lcd window.

Event description:
Customer reported via phone call that the insulin pump alarmed a compromised force sensor system alarm during an infusion set change. Customer's blood glucose was 90 mg/dl. Device was unable to exit the preparing to prime loop. Drive support cap was protruded. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.